Event description:
It was reported that during a hemicolectomy, the clips did not close correctly. There were two instruments involved in the same procedure. The case was completed with no pt consequence.